Event description:
It was reported that patient presented in the ER after receiving inappropriate high voltage therapy due to noise. Noise was reproducible. The physician was going to put a new lead in on the right side but the patient was occluded. The lead remains implanted and the physician implanted a new ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.